Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself when monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Event description:
The customer contacted stryker to report that their device powered off by itself when monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself when monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate it. The device electronic records were downloaded and reviewed. The likely cause of the reported issue was due to a loose or unlatched battery, however this could not be conclusively determined. After unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.